Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: what is the current patient status? Fine. How was the bleeding detected? Labs. How was the bleeding treated? Withheld anticoagulant. How long post-op did event occur? 24 hrs. What color cartridges were used throughout the procedure? Blue/white. How many firing were used to create the common channel? 1.5. Were there any issues with staple formation in the initial procedure? No. Was the bleeding intraluminal or extraluminal? Intra.

Event description:
It was reported that a roux en y procedure was completed without apparent incident. An unknown period of time after the case, the patient had bleeding at the jejunojejunal junction staple line. It is unknown how the bleed was detected and unknown how it was treated.